Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Telemetry confirmed that a critical alarm due to an empty reservoir occurred. The low reservoir alarm date was (B)(6) 2014, but a dose increase had been programmed so then the date had changed to (B)(6) 2014. They believed the empty reservoir alarm occurred on (B)(6) 2014. The patient was not having symptoms. It was thought that the pump had contained gablofen, but the reporter was not certain.